Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer mother reported via phone call, the insulin pump alarmed no delivery. Customer stated she filled the reservoir with 90 units of insulin and in the evening the reservoir was empty. Customer stated the device did not alarm low reservoir when it had 20 units of insulin left. No alarms were noted in the customer's account. Customer's mother sated she had to go urgently and would call back to perform troubleshooting.